Manufacturer narrative:
The cases described was a hypothetical scenario and was not based on actual patient treatments or real-life incident. Consequently, the event is not a genuine reportable medical incident.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported through pmcf that a patient was treated for heart failure using a 18g introducer needle and the prelude snap splittable sheath for introduction of pacing/defibrillator lead experienced vessel damage and pneumothorax. The events were not considered related to device. No treatment was reported.